Event description:
Pressure inaccuracy distributor reported to carefusion tech support in (B)(6): claims "this unit has a high peep. Exh pressure calibration failed. Main pcb is defective". No patient involvement.

Manufacturer narrative:
The foreign distributor evaluated the device and determined the issue was caused by a main pcb failure. The foreign distributor was shipped a replacement pcb to repair the device and return it back into service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty component for evaluation. As of (B)(6) 2015 the alleged faulty component has not been received. Should it be received and evaluated, a follow-up medwatch report will be submitted.